Manufacturer narrative:
The report of a pump stoppage event after both the 14 volt lithium-ion batteries and the system controller's 11 volt lithium-ion internal backup battery were depleted, was confirmed based on the evaluation of the submitted system controller log file. It was reported that the patient remained ongoing on pump support following the event. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
Patient¿s weight was not provided. The referenced replacement of the external portion/distal end of the driveline and decision to silence the audible driveline fault alarms were reported under medwatch MFR report #s 2916596-2016-00621 and 2916596-2016-01176, respectively. (B)(4). Approximate age of device ¿ 1 year. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. The patient has a known history of compromised wires within the driveline for which an external/distal end repair was performed and subsequently, a decision was made to silence the audible driveline fault alarms as the patient is not a candidate for a pump exchange. On (B)(6) 2016, the vad coordinator reported that interrogation of the system controller revealed data consistent with the patient sleeping while on battery power: operation on depleted 14v li-ion batteries, a depleted 11 volt lithium-ion backup battery (ebb) in use with the system controller, and a time clock reset with yellow wrench alarm (indicating that the system controller had lost all external power). The vad coordinator silenced the driveline fault alarms and the confirmed that the ebb and external batteries were recharging. No other new issues were observed and there were no other atypical alarms noted. The patient remained asymptomatic. The patient¿s system controller log file was submitted to the manufacturer¿s technical services department for analysis. The log file analyzed by the manufacturer¿s technical services representative showed that on (B)(6) 2016 at 12:51 pm, the system was connected to fully charged batteries. On (B)(6) 2016 at 01:25 am, a low voltage advisory alarm was recorded (approximately 12.5 hours after the same fully charged batteries continued to power the system). On (B)(6) 2016 at 03:03 am, a low voltage hazard alarm activated and the pump operation switched to power saver mode. On (B)(6) 2016 at 03:12 am, both external batteries were depleted and system controller¿s 11 volt lithium-ion backup battery (ebb) activated. The ebb continued to power the system until it was completely depleted. There was no power to the system controller and a pump stoppage occurred. Power was eventually restored to the pump when the power module was connected to the system controller. An additional ¿no external power¿ event was then recorded again as the both the black and white power cables were disconnected, and the pump was briefly supported by the ebb, again running in power save mode. The system controller was then reconnected to a power module and the pump resumed normal operation until at the end of the log file. The data recorded in the log file indicated that the patient consistently remains on external batteries to power the lvad system and does not appear to switch to power module support while sleeping.